Event description:
Pt was being transferred with a hoyer lift from the bed to a bedside commode with two nurses assisting. The hoyer lift tipped over to the left side and the pt fell on the floor. Pt complained of low back pain. Lumbar x-ray was done and pain medication given. X-ray showed no obvious fractures or compression.